Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient who was in cardiac arrest, the paramedic performed CPR on the patient who was in asystole, obtaining a heart rhythm twice before the patient converted back to an asystole rhythm. The complainant alleged that the patient then converted to a ventricular fibrillation rhythm and upon attempt to defibrillate the patient, the device failed to discharge using both paddles and stat padz electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.